Manufacturer narrative:
Reportable as they could not ventilate, and infant had to be intubated. Summary: returned product inspected and complaint confirmed. Accelerated aging testing identified that the stresses caused between luer on elbow and manometer create a crack along knit lines of manometer component. Product testing is underway to implement a new material and product design for the elbow subcomponent. Ra: RMA-20020 risk ID r25 identifies risk of cracked subcomponents as severity of 6.

Event description:
Manometer was cracked at the base. Used on an infant, it did not ventilate, they then saw the "seal" was cracked. They had to intubate the baby. The manometer was cracked at the base. Dr. Hughes stated that he was resuscitating a 33 wk baby and he needed higher pressure. It seemed to leak over 20 cm. As a result they had to do CPR and the patient was intubated. The family was present and asking questions during the procedure." "The baby was extubated last night and is on supplemental 02 today.

Manufacturer narrative:
Reportable as they could not ventilate, and infant had to be intubated.

Event description:
Manometer was cracked at the base. Used on an infant, it did not ventilate, they then saw the "seal" was cracked. They had to intubate the baby. The manometer was cracked at the base. Dr. Hughes stated that he was resuscitating a 33 wk baby and he needed higher pressure. It seemed to leak over 20 cm. As a result they had to do CPR and the patient was intubated. The family was present and asking questions during the procedure." "The baby was extubated last night and is on supplemental 02 today.